Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during the implant procedure, the sack around the heart was nicked and there was a small amount of blood. In addition, the right atrial (ra) and right ventricular (rv) leads were oversensing. The patient wanted to confirm that the leads had been reprogrammed twice and stated that the leads needed repositioning due to the oversensing. The leads remain in use. No further patient complications have been reported as a result of this event.